Event description:
Complaint number: (B)(4).

Manufacturer narrative:
The unit was sent to getinge national repair center in mahwah. Work performed on (B)(6) 2019. Results of service order report (B)(4): "- cardio help repair, complete pm, full functional, calibration and safety tests as per service manual.; unit passed all tests note: I did verify that the ac main connector was just floating inside the unit without any screws attaching it. Reason: the ac main connector's screw threads were stripped. Replaced ac main connector" this issue has been already investigated in another complaint. Results: the most probable root cause is an incorrect fastening torque. Due to the damage of the threads and the damaged pins of the connector the power supply unit cannot be reused. The lce already knew that m3 screws could break due to a torque of 1,2 nm that's why there has been initiated a ecr to change the manual. The new torque in the manual is 0,5 nm. Thus the failure could be confirmed.

Manufacturer narrative:
(B)(4). Reference exemption # e2018002.

Event description:
Dislodged ac adapter; discovered during pm. (B)(4).